Event description:
The patient¿s legal guardian reported that the patient developed an infection at the pod insertion site (leg) after wearing the device for approximately 1 to 4 hours. On (B)(6) 2026, the legal guardian contacted the patient¿s healthcare provider via email, and the patient was subsequently diagnosed with an infection at the pod site. A prescription spray (bravoadhesive) was reportedly used to remove the pod in order to provide photos to the healthcare provider. Symptoms reported included pain, purulent discharge, redness, swelling, and skin hardening extending approximately 10 cm around the pod site. The patient was prescribed flucloxacillin, an antibiotic, to be taken four times a day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.